Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 07dec2015. The heartmate ii lvas IFU is currently available. Section of this IFU lists bleeding as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with anemia of chronic disease. The esophagogastroduodenoscopy (egd) was negative for bleeding. The patient required 2 unpacked red blood cells (uprbc) and was discharged home (B)(6) 2019. There were no alarms for this event.